Event description:
Healthcare professional reported a friend hugged the patient and patient heard a pop" on unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a friend hugged the patient and patient heard a pop" on unknown side. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/21/2023.

Event description:
Duplicate file.